Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a decrease in sensing was observed. The pace/sense portion of the lead was capped, and the defib portion remains active.